Event description:
The manufacturer received information alleging a ventilator was alarming. There was no patient harm or injury reported.

Manufacturer narrative:
A ventilator was returned to the manufacturer for evaluation. The ventilator was found to have fluctuating tidal volumes. The device's motor optical switch was replaced to correct the problem. No patient harm or injury was reported. The ventilator was found to audibly and visually alarm, as designed.